Event description:
It was reported that the patient was experiencing a shocking sensation and stimulation in the wrong location. It was stated that two days prior to this report the patient¿s ¿shocking pattern changed.¿ additionally, it was stated that the patient had to turn down his stimulation because ¿it was very irritating where it was shocking.¿ after turning down the stimulation, the patient was reported as not receiving any pain relief. The patient¿s sensation was described as ¿not shocking as if he stuck his finger.¿ it was noted that the patient had always felt stimulation and it went down his sciatic nerve, but ¿now it does a little bit of that but actually changed legs and he is getting stimulation in the middle and towards the scrotum.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3888-28, lot# l34203, implanted: (B)(6) 1994, product type lead. (B)(4).